Manufacturer narrative:
Initial reporter postal code: (B)(6). Initial reporter phone no. (Additional): (B)(6). The lot was manufactured between april 18, 2022 to april 20, 2022. The device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during patient infusion. The device was filled with benzylpenicillin 14400mg in sodium chloride 0.9% there was no report of patient injury or medical intervention associated with this event. No additional information is available.